Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test alert functionality and patient's mother reported alerts were functional. Dexcom has issued an rga for patient's mother to return their device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.